Manufacturer narrative:
E1. Zip code continued: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on september 01, 2025, with lot number 2289684. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases, wear abrasion and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.